Event description:
The patient reports that something is not working with her system. She is very compliant and is not able to tell exactly what the issue is. Sometimes the implantable neurostimulator (ins) would remain on a 100% battery level about several days although it is switched on. Sometimes she checks the ins and it is off although it is still charged and she hasn't switched it off. She reports that she sometimes does not feel the stimulation. There is no warning/error message shown on the patient programmer. Patient is not able to give details to the observations she reports as communication is difficult because she can not really give details regarding the things she describes. Technical services advised her that she should contact her hcp in order to check the system. Additional information was received stating an appointment with the clinic was scheduled for this patient for "(B)(6).". More information would be available after the appointment.

Manufacturer narrative:
B3: event date is an estimate (month/year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.